Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture and vessel dissection occurred. The 80% stenosed lesion was located at the left anterior descending/diagonal1artery (ladd1). The 2.25x15mm maverick balloon dilation catheter ruptured upon inflation at 12 atms and a vessel dissection occurred. The number of inflations and to what atms is unknown. The balloon catheter was removed and replaced with a different device. The procedure was completed with another manufacturers stent that was post dilated with an unspecified device. The patient's status is listed as 'stable'.

Event description:
It was further reported that the balloon rupture occurred on the first inflation to 12 atms for 20 seconds. The dissection was treated by the stenting of the vessel.

Manufacturer narrative:
(B) (4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4).

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a maverick 2 mr balloon catheter in a deflated state. Visual and microscopic analysis revealed blood visible in the inner shaft of the device. A balloon pinhole was observed in the balloon wall approximately 15 mm from the tip. The area surrounding the pinhole did not reveal any irregularities in the balloon material. No issues were noted with the balloon material or with the ro markers. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Describe event or problem: updated. (B)(4).

Event description:
It was further reported that the balloon rupture occurred on the first inflation to 12 atms for 20 seconds. The dissection was treated by the stenting of the vessel.